Manufacturer narrative:
Upon investigating the device involved in this incident, it was determined that the malfunction had occurred due to a drawer failure. A field service engineer removed a full-height drawer from a station not in use and replaced it with the failed drawer in the main station chassis to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that the half-height drawer had failed and required maintenance. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this event.